Event description:
Same case as MFR report #: 3005188751-2012-00152, 00153, 00154, 00156 and 2030404-2012-00160. It was reported the pt developed a pericardial effusion during an atrial fibrillation ablation procedure. Transseptal puncture was performed with a sjm brk1 xs transseptal needle and the left atrium was accessed with a sjm agilis introducer and a fast cath sl 1 introducer. The coronary sinus was accessed using a fast cath sl3 introducer. A reflexion spiral catheter was placed in the left atrium to perform left atrial mapping and recording and ablation was performed using a safire blu ablation catheter. After isolating 3 pulmonary veins, the pt became hypotensive. Intracardiac echocardiography was performed, revealing a moderate sized pericardial effusion. A pericardiocentesis was performed, which was unsuccessful. The pt was then taken to surgery where a pericardial window was performed. Following the surgery the pt required 2 units of packed red blood cells. The pt is reportedly stable with a hemoglobin and hematacrit of 7 and 28.4.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as pericardial effusion is a known physiological effect of the procedure and is noted within the IFU.